Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: while preparing clinical evaluation report (cer) for bd vacutainer® safety-lok¿ blood collection set product family (slbcs), one article related to safety issues found for slbcs from the literature search. The article talks about the blood flow interruption and blood flash issue of the device. There was blood flow interruption.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: while preparing clinical evaluation report (cer) for bd vacutainer® safety-lok¿ blood collection set product family (slbcs), one article related to safety issues found for slbcs from the literature search. The article talks about the blood flow interruption and blood flash issue of the device. There was blood flow interruption.